Manufacturer narrative:
There was no patient involvement. The serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A new level detection sensor and a new level control module have been sent to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s3 low level ii sensor intermittently alarmed during training. There was no patient involvement.